Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, blower assembly, aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
While not in therapeutic use the device was identified to have a nonfunctioning blower and needs to be replaced. No reports of user/patient harm/injury. This investigation is ongoing.